Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2023-42456 related manufacturer reference numbers: 2017865-2023-42457 related manufacturer reference numbers: 2017865-2023-42458 it was reported that the patient presented in clinic with infection developed. The whole system, including the implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead, was explanted. The patient was discharged home eventually.